Event description:
Ff/emt's responded to a person down for an unknown period of time. The device was connected to the pt but, according to the reporter, continuously alarmed "connect electrodes" and would not analyze the patient's rhythm. Some moments later, an als crew arrived and took command of the scene. The pt was not resuscitated.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.